Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a non conditional MRI procedure and now the crt-d is not functioning according to a health care professional. According to the field representative, after a follow up, the device is actually functioning normally. The crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a non conditional MRI procedure and now the crt-d is not functioning according to a health care professional. The crt-d remains in service at this time. No adverse patient effects were reported.